Manufacturer narrative:
The impella device was not received from the customer. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported an impella cp was implanted in a 74-year-old female patient for mechanical circulatory support. It was reported after insertion, there were issues with the placement of the impella. When advancing, the inflow kept directing toward the mitral valve. The color doppler showed that it had caused mitral regurgitation (mr) that had not been there previously. With repositioning attempts, the pigtail was pulled all the way out of the left ventricle and the pump was unable to readvance across the valve. Impella was pulled into the descending aorta and left on p1 for case. The decision was made to remove the impella cp, but due to the patient¿s low platelets and dropping blood pressure, the removal was postponed. Heparin was resumed (stopped previously due to the potential removal). Patient is also experienced atrial fibrillation (af).